Manufacturer narrative:
Lead: model 3389-40, lot# j0319977v, implanted: (B)(6) 2003, explanted: unk. Extension: model 748251, serial# (B)(4), implanted: (B)(6) 2003, explanted: unk. Neurostimulator: model 7426, serial# (B)(4), implanted: (B)(6) 2009, explanted: unk. Lead: model 3389-40, serial# (B)(4), implanted: (B)(6) 2003, explanted: unk. Extension: model 748251, serial# (B)(6), implanted: (B)(6) 2003, explanted: unk. Programmer: model 7438, serial# (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was determined the patient's implantable neurostimulator was turned off. The patient used a therapy magnet to turn the device back on, which resolved the reported symptoms. Refer to manufacturer report# 3004209178-2012-00904.